Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator kept restarting and displaying error message e433 internal hardware error. The issue was found during set up for an unspecified procedure. No harm reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.